Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported patient on impella cp support experienced 'low purge pressure' alarm. The purge cassette was changed but issue did not resolve. A leak was noted on the purge side arm luer lock. The problem resolved after purge bypass. There was no reported patient harm.

Manufacturer narrative:
The investigation into the purge leak ¿ pump issue has been completed. The device was not returned for investigation. A purge leak was found at the side arm yellow luer lock. It did not resolve with purge cassette change and a purge bypass was performed. Low purge pressure alarm was resolved. No data logs were returned for evaluation. The root cause of the purge leak was likely due to yellow luer damage and it was resolved with bypass. The cause of the yellow luer damage is unknown as the product was not returned.